Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the clip was unable to open. An xtw was opened and clip functionality test was performed. Establish final arm angle (efaa) was performed and the clip could not open during an attempt to invert the clip. In effort to troubleshoot, the lock lever was pulled beyond the blue line and the clip was attempted to open again. Resistance was felt on the arm positioner during attempts at opening the clip. The steps were performed again, the clip did not open and resistance was felt. While opening there was resistance on the arm positioner in the open direction, and the clip was finally able to open after using a lot of force on the arm positioner. The clip did not open gradually instead it sprung open. Therefore, the clip was not used and was replaced. The clip was no used in the anatomy. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the arm positioner, difficult to open, and clip jumping were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping, difficult to open, and resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.